Event description:
It was reported that the patient suffered a stroke after returning to the room from lead placement. Results from CT scans showed the brain was atrophic, a pneumocephalus was present but not causing severe effect relating to atrophy, a small amount of subarachnoid blood, low density around the electrode, possible ischemia, infarction or inflammation, an extensive surrounding edema with associated local mass effect and blunting of the sulci on the left, a stable pneumocephalus, and a left mca infarction. The patient was pacemaker dependent and died of cardio-respiratory failure when the pacemaker was turned off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not receive an implantable neurostimulator, as the event occurred after lead placement. No stage three procedure was performed and the lead was not explanted. Previously reported information was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
After the patient's stroke they spent 6 days in the hospital, 8 days in rehabilitation hospital and then returned to the hospital for 9 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the etiology was updated to not related to device/therapy and possibly related to implant procedure. No further complications were reported/anticipated.